Manufacturer narrative:
The na electrode lot number was v1472. The expiration date was not provided. The customer stated that qc was acceptable at the beginning of the day of the event and that it was getting lower over time. The customer stated that even after replacing the electrode, the values of the results obtained on ion-selective electrode (ise) 1 were still lower than the ones obtained on ise 2. The field service engineer (fse) replaced the syringe assembly and checked the correct movement. An ise check, calibrations, and qc were performed and they were all successful. He then did a performance check and the instrument was performing within specifications. The root cause was due to a maintenance issue. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 8000 ise module (8000-1 ise 1) when compared to cobas 8000 ise module (8000-1 ise 2). Results for the sodium (na) test were affected. Initial result: 140.5 mmol/l. The customer questioned the initial result as it did not match the patient's clinical picture. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 146 mmol/l (tested on ise 2). The repeat result was deemed to be correct.